Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has indicated experiencing serious fatigue, shortness of breath, loss of teeth, hypersensitivity, headaches, dizziness, eye infections/dryness and depression. It is unknown, at this time, if the patient required medical intervention. In the initial report h10 section was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer.the manufacturer found evidence of water ingress in the blower box and on the blower motor, contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes contaminates found were consistent with water ingress in the blower box and on the blower motor, contamination in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6,h10 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged chest pain. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated or corrected.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has indicated experiencing serious fatigue, shortness of breath, loss of teeth, hypersensitivity, headaches, dizziness, eye infections/dryness and depression. It is unknown, at this time, if the patient required medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.